Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having inaccurate sensor readings that triggered the threshold suspend. The customer stated that the sensor glucose was reading low, but blood glucose value was 170 mg/dl; the insulin pump was suspending and then sensor glucose showed 99 when blood glucose was 200 mg/dl. Troubleshooting was performed, and the customer was advised to change the sensor if issue continued. The sensor will not be returned for analysis.